Event description:
While treating patient the device displayed a "poor pad contact" message while using defib paddles and electrode pads. Clinician obtained another device to continue treating the patient using the same electrode pads. There was no adverse effect to the patient due to the reported malfunction. Subsequent testing was unable to duplicate the malfunction; however the device displayed a "defib fault 78" message.